Manufacturer narrative:
The tandem user guide indicates that customer should check the system¿s personal settings regularly to ensure they are correct, and to always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's site reminder was declaring in 3 days instead of the 4 days after supply change. Customer technical support (cts) confirmed that the pump setting was operating as intended. During troubleshooting cts confirmed the date and time setting on the pump was inaccurate due to the customer traveling and setting the time 12 hours ahead. The customer "forgot" to reset the date setting on the pump after returning. The customer's blood glucose levels were not impacted.

Manufacturer narrative:
(B)(4).